Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient could use the device only for 1 day then it would take them up to 5-6 hours to recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that they needed to charge their implant every time they use it. It was reported that it takes 3 1/2 to 4 hours to be recharged. It was reported that the patient must lay on their stomach for this charge to consummate. No symptoms reported at this time.